Event description:
Customer reports a 5ml/hr infusor overinfused in 8 hours instead of an anticipated 12 hours. Customer reports, "pt extremely drowsy as a result." The infusor was filled to a total volume of 60ml with 180mg of morphine sulfate in normal saline.